Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: in the chemotherapy reconstitution unit, part of the body of the syringe was found to be split. There was no consequence for the preparer because the defect was seen before its use.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-apr-2022. H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, damage in the barrel was observed. A device history review was performed for the reported lot 2108105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred due to product jamming in the transfer wheels during the assembly process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: in the chemotherapy reconstitution unit, part of the body of the syringe was found to be split. There was no consequence for the preparer because the defect was seen before its use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: in the chemotherapy reconstitution unit, part of the body of the syringe was found to be split. There was no consequence for the preparer because the defect was seen before its use.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2108105, no deviations or non-conformances related to this issue were identified during the manufacturing process. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: in the chemotherapy reconstitution unit, part of the body of the syringe was found to be split. There was no consequence for the preparer because the defect was seen before its use.